Manufacturer narrative:
Lot number was not provided. Without a lot number, expiration date, manufacturer date and UDI could not be determined. No sample has been received to date. This product is subject to sterilization by distributor who is the kit manufacturer. Multiple attempts have been made to obtain additional information for investigation of this reported event.

Event description:
A distributor reported a patient experienced an "eye rash" allegedly associated with use of a 1065ns 3m¿steri-drape¿ large ophthalmic drape. The patient was treated with tobradex ointment to lower lid and cheek and the rash resolved.